Event description:
Complainant alleged that while attempting to defibrillate a male pt, sparks and smoke from the attached non-zoll electrode pads was observed and the device displayed a "pads off" message. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not rec'd the device for eval and this complaint is still under investigation.